Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 04/12/2025, it was reported that the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, pustules and infection under entire patch area, which occurred 2 day after the sensor had been inserted in the arm. The reaction was treated with a prescription by the general practitioner of an oral flucloxacillin antibiotic. At the time of the report the patient was feeling better, still healing skin. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).